Event description:
IV tubing had small leak/hole and medication emptied on floor when rn thought it was infusing.====================== health professional's impression======================hole in tubing causing leak. Medication not delivered to patient.